Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. Based upon the eval results, the reported complaint was confirmed for the detached heater wire. A lot history record review was completed for the reported product number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the heater wire separated from the hemopro 2 jaw. A replacement device was used to complete the procedure. The hospital did not report any pt effects.